Event description:
Customer reported on october 14th that samples processed after iq/oq were 100% positive. Field applications team initially performed training on 10/5/21. At that time, field applications team ran ncm, pcm, and cap samples. All samples performed as expected with the exception of the cap which yielded an undetermined result. After training, customer performed the mrn verification, which also performed as expected. Following the iq/oq which was performed 10/11/21, the covid signal began amplifying in all samples.

Manufacturer narrative:
Customer reported on october 14th that samples processed after iq/oq were 100% positive. Field applications team initially performed training on (B)(6) 2021. At that time, field applications team ran ncm, pcm, and cap samples. All samples performed as expected with the exception of the cap which yielded an undetermined result. After training, customer performed the mrn verification, which also performed as expected. Following the iq/oq which was performed (B)(6) 2021, the covid signal began amplifying in all samples. Field applications team returned to the customer site on (B)(6) 2021. While onsite, field applications team checked the instrument settings and ran a plate that included negative mrn samples, negative patient samples, pcm, and ncm. The covid signal was amplified in all wells. After running, field team swabbed the instrument, the environment, and ourselves. The swabs were tested by r&d. Environmental testing came back positive, lab was contaminated with amplicon, fas and r&d helped decontaminate the lab. The lab was relocated to a new location and the issue was resolve patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.